Event description:
Customer reported an error with cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the customer through the process, after which the cgm error was resolved and the customer's sensor session started successfully.